Event description:
Customer alleges device did not shock on a shockable rhythm. Customer responded to 78 yr old female approx 150 lbs. Pt had known history of heart condition. Pt had complained earlier of in the day of chest pains. Pt was found sitting in a chair and was "pnb" on arrival of the ambulance. Pt expired. Svc rep confirmed proper operation of the device.